Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloons of (2) 6/7f mynxgrip vascular closure devices (vcd) ruptured during a vascular case last week. There was no reported patient injury. The balloons ruptured on only two devices in the same patient/procedure. The account pulled another that had the same lot number in case it was a lot issue. Other procedural details were requested but were not provided. The two devices used were discarded; however, a third unopened device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloons of (2) 6/7f mynxgrip vascular closure devices (vcd) ruptured during a vascular case last week. There was no reported patient injury. The balloons ruptured on only two devices in the same patient/procedure. The account pulled another that had the same lot number in case it was a lot issue. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2420706 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon balloon loss of pressure¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Without the return of the device for analysis or procedural films, no determination of possible product contributing factors could be made. No preventative or corrective actions will be taken at this time.